Event description:
It was reported that there was a leak from the chamber of an infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 3, 2014 ¿ september 9, 2014. The evaluation of the returned device is complete. Visual inspection revealed no signs of a leak either on or inside of the chamber/housing of the device. A leak test was performed in which the device was filled with colored water and observed for leakage; again no leak was identified from either on or inside of the chamber/housing. The medication demand button was pressed during this test, and still no leakage was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.